Manufacturer narrative:
The download data showed that the pod generated an 0x1c alarm, indicating the pod reached its expiration time. It was confirmed that the alarm was generated after the pod ran for its 80-hour limit of operation, upon which the pod operation was automatically terminated. Inspection of the soft cannula did not find it bent, kinked, or damaged.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of a bent cannula. The lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose level rose to 360 mg/dl between 25 and 36 hours of wearing the pod. The reporter stated the pod was removed from their abdomen and the cannula was found to be bent. As treatment a new pod was applied.